Event description:
It was reported that the right atrial (ra) lead was revised due to high pacing thresholds and loss of capture with no asystole. The device and right ventricular lead remain in service, however the ra lead was later surgically abandoned an replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead was revised due to high pacing thresholds and loss of capture with no asystole. The device and leads remains in service. No additional adverse patient effects were reported.